Event description:
It was reported that the lead had high impedances. It was noted that the impedances were greater than 10,000 on electrodes 8 ¿ 15. It was noted that actions as a result of this event was replacement. It was noted that diagnostic testing or trouble shooting was not required. It was further noted that the patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Final analysis of lead model 39565-65 (lot # v424242009) showed lead body conductor broken; anchor site unknown.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.